Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged copd (new or worsening) problems. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed the sd card was missing. An unknown type of damage was observed on the bottom enclosure above the air inlet. Dust-like contamination was observed on the top enclosure, right side panel, in the iso port, on the blower cap, inside the blower motor, on the sound abatement foam and in the bottom enclosure. Manufacturer observed potential degraded sound abatement foam on the bottom of the blower housing, manufacturer observed potential dried liquid spots on the water tank, on the interior side of the flip lid assembly and in the lower base. A whitish dust-like contamination (potential mineral deposits) was observed throughout the water tank, on the flip lid assembly seal and on the dry box intake seal. A brownish contamination was observed on the flip lid assembly seal. A dust/dirt-like contamination was observed on the flip lid, on and inside the water tank, in the base of the bottom enclosure, on the heater plate and in the lower base. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 6 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of copd (new or worsening) problems related to a bipap device's sound abatement foam. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.